Event description:
Information received indicates there are exposed wires on the power cord.

Manufacturer narrative:
The technician found the power cord was cut. The technician replaced the power cord to repair the bed.